Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. The visual inspection test noted a deformed (bent) helix. Helix tips that are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown cause. A new brady lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this bachy lead was not successfully implanted due to an unknown cause. A new brady lead with the same model was implanted. No adverse patient effects were reported.